Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse reported a customer received a "replace sensor" message the same day he/she applied the adc freestyle libre sensor. Customer experienced a loss of consciousness and had contact with a nurse who diagnosed him/her with hypoglycemia and administered "sugar" as treatment (route of administration unknown). There was no report of death or permanent impairment associated with this event.

Event description:
A nurse reported a customer received a "replace sensor" message the same day he/she applied the adc freestyle libre sensor. Customer experienced a loss of consciousness and had contact with a nurse who diagnosed him/her with hypoglycemia and administered "sugar" as treatment (route of administration unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs ibre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and fs libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.